Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patients representative (mother; reporter) contacted lifescan (lfs) (B)(4), alleging that the patients onetouch ping meter was experiencing a memory issue; the device would not store blood glucose reading or boluses in its memory. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue was first detected at an unknown time on (B)(6) 2016. The patient is on insulin pump therapy. The reporter denied that the patient made any changes to his usual diabetes management regimen in response to the alleged meter issue. At an unknown time on (B)(6) 2016 the patient developed the symptoms of "headache, stomach ache and nausea". At 4 am on an unknown day in (B)(6) the patient was taken to ER/hospital where he was treated with insulin and saline. His blood glucose was measured on an unknown hospital meter but the reporter was unable to recall the results. The reporter stated that the catheter from the patients pump had become bent during rest and it was unclear if the patients insulin was being delivered; she believed this may have contributed to the patients symptoms. During troubleshooting the csr was able to confirm that this was not the first usage of the device and that it had not been misused. The csr was unable to resolve the issue with troubleshooting. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.